Event description:
On (B)(6) 2025, a 63-year-old male patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The clot age was estimated at 28 days. At the end of the thrombectomy, while the venacore catheter (venacore) was being prepped for the sixth catheter pass, a strut on the coring element was noted broken. Another device was opened to complete the case. There was no injury to the patient and all devices and components were completely removed from the patient.

Manufacturer narrative:
The venacore catheter was discarded by the user facility and is not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device labeling includes the following warning: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, collapse, and retract the coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." Manufacturer reference #: (B)(4).